Manufacturer narrative:
(B)(4). Event occurred on an unknown date in (B)(6) of 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the homechoice cassette. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. The care giver was unable to identify where the leak was coming from and could not identify any damage that could have caused the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed by the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. No issues were noted during the functional tests. A simulated therapy was performed with no issue noted. The reported issue of a leaking cassette was not verified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.